Event description:
The customer reported that they needed a replacement battery. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is completed.